Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the horizon turned unintentionally. The procedure was completed with no reported injury using a backup endoscope. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the endoscope was installed correctly with standard orientation. However, the image and/or the surgeon controls appeared to be inverted. They didn¿t test it; the endoscope has already been returned. Technical support had read in the logs after the case and did not see any failures. Patient information is restricted due to hospital or regulatory policies.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue of " horizon turned unintentionally". The aea was damaged and had a friction issue. A review of the device logs for the 30-degree endoscope (part# 470057-08/ serial# (B)(4) associated with this event has been performed. Per this review of the logs, the endoscope was last used on (B)(6) 2022 during a partial nephrectomy performed via system serial# (B)(4). There were 1996 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the horizon turned unintentionally. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.